Event description:
The ipc was inserted but we couldn't attach a drainage bottle (2x 1l bottles and 1x 500ml bottles attempted but the valve wouldn't connect). We attempted drainage with a catheter access kit and 50ml syringe but this was also unsuccessful. This resulted in the catheter having to be removed and a new one placed. We attempted connection again after removal with the same problem - looks like a faulty valve. I have kept the catheter. This obviously resulted in distress for the patient and a prolonged procedural time. Is the patient being drained in another method since I understand the valve of the second catheter is also defective? What are the consequences of this defective valve on the patient health? Is there a plan to change the valve of the implanted catheter so that drainage could be performed as expected? No , we inserted a second ipc which is functioning. Patient had a prolonged procedure requiring 2 x ipc insertions and prolonged period on the trolley. Second tract had to be made and we have therefore given prophylactic antibiotics in case of infection. The catheter with its valve had to be removed as no fluid could be drained. It was not 100% apparent at that time that it was a faulty valve.

Manufacturer narrative:
(B)(4). Follow-up emdr for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, we observed that the inner bi-directional valve was missing it's opening, both inner valves were present. This is the root cause of the reported mating issues. Without the opening, the access tip is not able to advance through the valve; therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001497701 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the quality team's investigation, the root cause of the issue corresponds to a supplier defect, scar was issued to the supplier. Manufacturing personnel have been notified of this incident and awareness training was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text: see manufacture narration.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a150206. Patient problem code: f26.

Event description:
The ipc was inserted but we couldn't attach a drainage bottle (2x 1l bottles and 1x 500ml bottles attempted but the valve wouldn't connect). We attempted drainage with a catheter access kit and 50ml syringe but this was also unsuccessful. This resulted in the catheter having to be removed and a new one placed. We attempted connection again after removal with the same problem - looks like a faulty valve. I have kept the catheter. This obviously resulted in distress for the patient and a prolonged procedural time. 1) is the patient being drained in another method since I understand the valve of the second catheter is also defective? 2) what are the consequences of this defective valve on the patient health? 3) is there a plan to change the valve of the implanted catheter so that drainage could be performed as expected? 1.no , we inserted a second ipc which is functioning. 2.patient had a prolonged procedure requiring 2 x ipc insertions and prolonged period on the trolley. Second tract had to be made and we have therefore given prophylactic antibiotics in case of infection. 3.the catheter with its valve had to be removed as no fluid could be drained. It was not 100% apparent at that time that it was a faulty valve.